Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 3 events of infusion set fell off during use. The event occurred within 3 hours of insertion. The blood glucose level was 342mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1902022 - MDR 3003442380-2024-11638 - device 1 of 3.